Event description:
The customer reported unit won't power on. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 09oct2019. The power management board was replaced, and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The field service engineer (fse) performed troubleshooting with the customer. The fse replaced the power management printed circuit board (pm pcb) and full operation was restored. The customer was also inquiring about parts ID and quotes for other parts. The field service engineer advised the customer about the power management printed circuit board (pm pcb) replacement and provided the customer the parts ID and quotes for all the parts. The fse also provided universal stand document for future reference. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit won't power on. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit won't power on. It is unknown if the unit was in clinical use at the time the reported issue was discovered.